Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During impella 5.5 support, intermittent placement signal loss and position in ventricle were noted to happen when wedging or turning the patient followed by resolution without any intervention. The patient successfully received a heart transplant and the impella 5.5 was explanted. The patient was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported access site bleeding and optical signal issue has been completed. No product was returned. Clinical reported placement signal low and pump in ventricle which triggered during patient movement and resolved after. Clinical noted patient also on extracorporeal membrane oxygenation. The logs confirm occurrence of both alarms and their resolutions and show no identifiable optical signal failure patterns. The root cause of the optical signal issue was likely use-related as issue occurred during patient movement and resolved after. The root cause of the access site bleeding was not determined as limited clinical information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Access site adverse event: rn informed that the patient¿s access site had minor bleeding. The cause of the issue was not determined as limited clinical information was provided. Optical signal issue: no product was returned. The cause of the issue was likely use-related as issue occurred during patient movement and resolved after.